Event description:
It was reported that the cartridge was leaking from the o-ring. Additionally, it was reported that a cartridge change error occurred, and insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, customer is using cold insulin and overfilling the cartridge. Tandem technical support informed customer that using cold insulin and overfilling cartridge are off label per the tandem user guide. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 148 mg/dl

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.